Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6atm. The device was simply removed from the patient's body. The procedure was completed with a different device. No complications reported and the patient condition was good post procedure.